Event description:
It was reported that the patient complained of a 'thumping pain in the right side of the chest' and they could see 'something in the chest moving up and down.' Additionally, it was noted that the atrial lead exhibited high thresholds. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.